Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the flow on the high flow insufflation unit flow kept increasing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon ¿the flow rate kept increasing¿ was not reproduced. No abnormality was observed on the exterior or function. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.